Manufacturer narrative:
The complaint that the needle does not retract when the safety button is pressed could not be confirmed from the representative 22ga insyte autoguard units that were received in sealed unit packaging from lot #5316982. A functional test revealed that each tested needle fully retracted and the retraction time was within specification. No damage or defects were identified on the returned samples. The affected units were not provided for investigation, and the cause of the reported issue could not be determined. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
We have identified a potential issue with the needle retractor button additional information received 3/23/2026: please provide an exact date of event in format mm-dd-yyyy? 2/13/2026 describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. .

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.